Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2007 - the pt presented to the hospital with a right recurrent inguinal hernia. The pt was implanted with a perfix plug and patch to repair the hernia. The attorney alleges that as a result of the implant the pt has experienced severe and permanent bodily injuries, including but not limited to excruciating abdominal pain and swelling, difficulty walking, and physical pain and suffering. On (B)(6) 2013 - pt allegedly had to undergo a subsequent surgery to remove and/or repair the damage and injuries alleged caused by the perfix plug. The pt underwent exploratory laparoscopy, open repair of second recurrence of right inguinal hernia, and excision of "old" mesh plug, and placement of "on-q" pump. The attorney's report alleges injury, pain and suffering, infection, inflammation, add surgery, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure of pt injury and medical records have not been provided. The info provided indicated that the pt was treated for infection, which is a known possible adverse reaction listed in the IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may have to be removed. An unresolved infection, however, may require removal of the prosthesis." Without a lot number a review of the mfg records could not be conducted. Additionally, no product was returned for eval. With the currently available info, no conclusion can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Manufacturer narrative:
Review of records found that the first perfix plug used was never associated to any issue. The surgeon noted in both subsequent surgeries that "her previous femoral and inguinal hernia repairs were noted to be intact" and "no recurrence of femoral or direct defect was identified". The second perfix lug implanted on (B)(6) 2007 was noted to not be out of its original position in the case performed on (B)(6) 2013. The cause of this migration was not identified. The original allegation indicated that the patient was treated for infection, however after a review of the patient's medical records there are no findings of infection within the patient. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records which were provided to davol by the patient's attorney. (B)(6) 2006 - the patient underwent a right groin exploration with repair of her right direct inguinal hernia and right femoral hernia with implantation of a bard perfix plug. On (B)(6) 2007 the patient was brought to the or for repair of a right indirect inguinal hernia with implantation of a bard perfix plug. The operative report noted "groin exploration revealed no evidence of recurrent femoral hernia " the operative report did reveal "a large indirect inguinal hernia, laterally, consistent with an intraparietal hernia, with the previous repair intact medially. (B)(6) 20 13 - the patient underwent exploratory laparoscopy converted to open repair of recurrence of right inguinal hernia it was again noted by the surgeon at this time that "no recurrence of femoral or direct defect was identified " it was also noted in the operative dictation that "medial to the hernia sac was a large, what appeared to be old perfix plug which was obviously not in place anymore and holding anything in. It may have been contributing to her pain, so it was excised. The perfix plug was explanted and a non-bard mesh was used for repair. The original attorney's report alleged the patient was treated for infection, however after receiving medical records there are no findings of any type of infection forming within the patient.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. The information provided indicated that the patient was treated for infection, which is a known possible adverse reaction listed in the IFU. The warning section of the IFU states ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Supplemental #1: review of records found that the first perfix plug used was never associated to any issue. The surgeon noted in both subsequent surgeries that "her previous femoral and inguinal hernia repairs were noted to be intact" and "no recurrence of femoral or direct defect was identified." The second perfix plug implanted on (B)(6) 2007 was noted to not be out of its original position in the case performed on (B)(6) 2013. The cause of this migration was not identified. The original allegation indicated that the patient was treated for infection, however after a review of the patient's medical records there are no findings of infection within the patient. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be made at this time. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Supplemental #2: this is an addendum to the initial MDR and supplemental report #1 to add previously omitted patient codes and device codes. Additionally, this supplemental report #2 documents the reporting of an adverse event. No new information has been provided and based on the limited information provided at this time, no conclusions can be made. This emdr represents the perfix plug implanted in 2007. An additional emdr was submitted for the perfix plug implanted in 2006. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. No device returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient presented to the hospital with a right recurrent inguinal hernia. The patient was implanted with a perfix plug and patch to repair the hernia. The attorney alleges that as a result of the implant the patient has experienced severe and permanent bodily injuries, including but not limited to excruciating abdominal pain and swelling, difficulty walking, and physical pain and suffering. (B)(6) 2013 - patient allegedly had to undergo a subsequent surgery to remove and/or repair the damage and injuries allegedly caused by the perfix plug. The patient underwent exploratory laparoscopy, open repair of second recurrence of right inguinal hernia, and excision of "old" mesh plug, and placement of "on-q" pump. The attorney's report alleges injury, pain and suffering, infection, inflammation, add surgery, defective mesh. Supplemental #1: the following is based off a review of the patient's medical records which were provided to davol by the patient's attorney: (B)(6) 2006 - the patient underwent a right groin exploration with repair of her right direct inguinal hernia and right femoral hernia with implantation of a bard perfix plug. On (B)(6) 2007 the patient was brought to the or for repair of a right indirect inguinal hernia with implantation of a bard perfix plug. The operative report noted "groin exploration revealed no evidence of recurrent femoral hernia." The operative report did reveal "a large indirect inguinal hernia, laterally, consistent with an intraparietal hernia, with the previous repair intact medially." (B)(6) 2013 - the patient underwent exploratory laparoscopy converted to open repair of recurrence of right inguinal hernia. It was again noted by the surgeon at this time that "no recurrence of femoral or direct defect was identified." It was also noted in the operative dictation that "medial to the hernia sac was a large, what appeared to be old perfix plug which was obviously not in place anymore and holding anything in. It may have been contributing to her pain, so it was excised. The perfix plug was explanted and a non-bard mesh was used for repair. The original attorney's report alleged the patient was treated for infection, however after receiving medical records there are no findings of any type of infection forming within the patient. Supplemental #2: addendum per legal complaint: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2006 and (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."